Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that no other findings were found. A field service engineer applied adhesive on the bus wire receptacle to protect the bus wire. Rebooted the device and inspected all lights on controller boards to ensure they were properly lit. The system functioned as intended after the field service engineer troubleshooted the device. A supplemental will be created if additional information is received from the customer.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure and was not detected on bus. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.